Manufacturer narrative:
Reported event ¿suffered a burn on her right palmar surface of her index finger¿ was confirmed. The device will not be returned for evaluation, however, photographic evidence has been provided. Root cause cannot be determined, however, based upon photos; a possible cause of this event could be electrical currents carried through conductive objects. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that electrode tip may remain hot enough to cause burns after the current has been de-activated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. An adverse event review has been scheduled to address this issue. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plp2520, elite surgical smoke evac pencil,7/8" (22mm),15ft. (4.6m) device was used in a right foot leg exploration inv fasciatomy procedure on (B)(6) 2025, and ¿dr. ¿ was intraoperatively using plumepen elite to cauterize tissue that she was holding with her fingers (fingers directly underneath the tissue she was cauterizing). Due to this, she suffered a burn on her right palmar surface of her index finger.¿. The procedure was completed with the use of an unknown alternate device. Further assessment found "a covidien esu set at 40/40" was in use. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of a burn of unknown degree sustained by the user.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plp2520, elite surgical smoke evac pencil,7/8" (22mm),15ft. (4.6m) device was used in a right foot leg exploration inv fasciatomy procedure on (B)(6) 2025, and ¿dr. ¿ was intraoperatively using plumepen elite to cauterize tissue that she was holding with her fingers (fingers directly underneath the tissue she was cauterizing). Due to this, she suffered a burn on her right palmar surface of her index finger.¿. The procedure was completed with the use of an unknown alternate device. Further assessment found "a covidien esu set at 40/40" was in use. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of a burn of unknown degree sustained by the user.